Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's battery had depleted and reached end of life (eol). Boston scientific technical services (ts) recommended replacing the device and advised cannot ensure therapy from the device. This pacemaker remains in service. No adverse patient effects were reported.